Event description:
It was reported the patient did not recharge her ipg as recommended. In turn, the patient can no longer communicate with multiple external devices. Troubleshooting was attempted but could not provide resolution. As a result, the patient will undergo surgical intervention.

Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
Follow-up revealed the patient's ipg was explanted and replaced on (B)(6) 2015. The issue was resolved by surgical intervention.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history. (B)(4).